Event description:
Port was implanted in 2005 via right subclavian. On the 8th day during first chemotherapy cannulation was difficult and port felt "very posterior" w/ low serum return obtained. Port was tested w/ 100cc of saline and good flow observed w/o pain or irritation. Chemo was administered. In 4 days later, patient reported diarrhea. In the next day, pt reported diarrhea, nausea, vomiting, and lack of appetite. Clinician recommended pt to go to ER. In ER, port could not be accessed.